Event description:
The customer reported an issue with their pump time being incorrect, which was affecting its functionality. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time, advised them to monitor for any recurring discrepancies, and provided guidance on future actions if the problem persists.